Event description:
Received essure procedure on (B)(6) 2011 and have had adverse symptoms ever since: abdominal pain, irregular bleeding, brown discharge, pain during sex, headaches, etc. I was not informed of any of these risks when I was told about the procedure by my doctor. Nor was I informed on the essure website about any of these possible side effects. I have since talked to a large number of other women who have had this procedure. They all report similar symptoms, and a large portion of them report even more severe complications from this procedure.